Event description:
It was reported that the customer observed bubbling and insulin at the septum of the cartridge. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully on the pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.